Event description:
This is for reports received from nov 13, 2025 to march 23, 2026. 26 reports were submitted in regards to nitrile examination gloves failed in this time period. This also includes reports related to anaphylactic events. Issues pertaining to: rips/tears, reaction to material by staff and patients, gloves stuck together.